Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was in a coma for five days due to high blood glucose levels and was then hospitalized for the high bloood glucose. Troubleshooting was performed and the insulin pump delivered insulin during the prime test, but the customer stated that the driver arms didn't move.